Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two cardiac pauses. It was further reported that there was loss of ventricular sensing and pacing during atrial anti-tachycardia pacing. It was also reported that no markers were noted on the ventricular electrogram (egm). Reprogramming occurred. The implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.